Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high threshold was detected and imaging revealed a lead perforation. No further treatment was administered to treat the perforation and the patient did not experience any symptoms. The lead was explanted and replaced. The patient is stable.